Event description:
While undergoing a work up for heart transplant, it was incidentally noted on cat scan of the chest that the patient had a pulmonary infarct that the provider attributes most likely to having the antiplatelet agents stopped prematurely post cardiomems. The patient had an lvad implanted and was stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.